Event description:
It was reported that: "interior locking wire of the 5530-g-509 (9mm) insert did not engage properly with barb. The 5530-g-511 (11mm) did seat and lock properly."

Manufacturer narrative:
The listed in this report triathlon cr x3 tibial insert, cat # 5530-g-509, lot mhm1n1, sterile lot# msghm19a1, expiration date 08/25/2014 was manufactured on 8/24/2009. When ready, eval results of both reported devices will be submitted in the supplemental report.